Event description:
As reported by user facility: reports the valve was connected to a patient and running chemotherapy when a leak was observed. The patient was at home at the time of the leak. The oncology nurse identified a hairline crack in the valve. The valve was leaking at the connection to an arrow PICC; the other end was connected to an alaris pump set. The valve was changed and the leak was resolved.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the IFU for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If additional pertinent information becomes available, a follow up report will be field.